Event description:
The pt received his scs system on (B)(6) 2010. It was reported that the physician felt that the pt's ipg pocket site incision had not healed completely. The physician planned to refer the pt to a plastic surgeon. F/u on the pt found that he was given antibiotics for one month and then will be reevaluated. No further info is available at this time.

Manufacturer narrative:
Eval. Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.